Event description:
Device interrogation at office visit revealed that the device normal mode output current was set to 0ma instead of to prescribed parameters. Reporting physician was under the impression that if the patient left the magnet over the device the device for >4 hours, it would reset the normal mode output current to 0ma, which is incorrect. Causes of inadvertent programming of normal mode output current to 0ma (interrupted lead test) were discussed with the reporting physician. It is believed the user error during previous programming session resulted in the inadvertent programming of the device normal mode output current to oma, resulting in a loss of vns therapy.